Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during antibiotic infusion. The device was set to deliver 15ml of antibiotic at 100ml/hour. The device infused the entire bag after approximately 7 minutes of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused during antibiotic infusion" was not reproduced. The accuracy test was performed and the results were within the acceptable tolerance range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.